Event description:
The event is reported as: the customer alleges that some times the bronchial cuffs on the rusch endobronchial tube fails to achieve an air seal because they are small and tend to inflate eccentrically. No report of patient injury or clinical consequences.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.